Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer incorrectly counted the amount of carbohydrates consumed when entering a bolus, which resulted in delivering more insulin than needed. Customer¿s blood glucose (bg) level dropped to 60-70 mg/dl. Customer addressed bg level with carbohydrates. In addition, it was reported that the pump touch screen became cracked and unreadable. The cause for the cracked screen was unknown. Reportedly, the customer had an alternate pump for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen issue was verified. Based on the analysis, the alleged bolus delivery issue could not be verified.